Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed intermittent stator error messages, which required the system to be rebooted in order to regain system functionality. There is no report of patient injury or death.